Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: initial reporter facility name: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysist team reviewed the photo that was included in the complaint file. The review is documented below. [Photo review]: the photo shows the stent that is no longer attached to the delivery system and is still inside the proximal section of the introducer. No visible damage was noted. The rest of the device is not shown in the photo. The issue regarding a stent being impeded in the microcatheter cannot be evaluated through images, a functional test needs to be performed. However, the issue regarding a sent being detached was confirmed during the inspection. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9335199. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure targeting an aneurysm on the m1 segment of the right middle cerebral artery (mca), the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 9335199) was impeded in the proximal end of the concomitant microcatheter (unspecified competitor brand) and could not be further advanced. The physician tried to retract the stent, but the stent was found detached from the delivery wire. The physician removed the microcatheter and the stent from the patient and replaced but devices to complete the procedure, which was prolonged by approximately 10 minutes. There was no report of any negative impact on the patient. One photo of the complaint device was included in the file. The product analysis team will review the photo. On 05-may-2025, additional information was received. The information confirmed that the procedure was an endovascular embolization targeting an aneurysm on the m1 segment of the right middle cerebral artery. An adequate continuous flush was maintained through the microcatheter. The response provided to the question of whether there was any damage noted on the stent / stent delivery system when the device was removed was, ¿yes, the stent delivery system is disconnected.¿ there was nothing unusual noted about the system prior to use. The replacement device was another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212) and the replacement microcatheter was not of the same brand as the original microcatheter (unspecified brand). The information confirmed there was no negative patient impact, and the physician did not consider the 10-minute procedure extension to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 03-jun-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent component was already detached from the unit, and it remained inside the proximal portion of the introducer. The delivery wire and the introducer were in good condition (i.e., no kinks no bends, and no elongations). Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage. The delivery wire underwent dimensional analysis, and all measurements were found to be within specifications, including those specifications that control the attachment and delivery of the stent. Therefore, device failure is not suspected to be a contributing factor. The reported issue documented in the complaint about the stent being released was confirmed due to the detached condition of the stent, however, based on the detached condition of the stent, the issue regarding a stent being impeded in the introducer be evaluated through functional testing. The stent must be still attached to the delivery system to perform the functional analysis. Additionally, none of the returned components present damages that suggest that they were forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9335199. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.